Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
(B)(6) /2013, the reporter contacted animas and alleged the following: the patient has had high blood glucose (bg) for the past 2 weeks, varying from 140mg/dl to 400 mg/dl. She had headaches and positive ketones of varying degrees. Mom did not become alarmed initially because she thought it was related to the patient¿s menstrual cycle or her celiac disease. On monday (B)(6) 2013, the bg read ¿hi¿ at 8:30pm. Mom corrected with a bolus from the pump and at 10pm, went to the ER. The patient was not taken off of the pump, but given syringes and released at 3am with bg in the 300¿s mg/dl. The patient was ok through tuesday until tuesday night. When her bg again read ¿hi¿ at 8pm, mom took her back to the ER. She was treated with syringes and released at midnight. She had a doctor¿s appointment the next day, and was nauseated and vomiting, so the physician advised them to go to the hospital to be admitted ((B)(6) 2013). The patient was still on the pump, they gave her IV drip and she was treated and discharged on (B)(6) 2013. The site was changed on (B)(6), and there was no blood or bending of the cannula noted. They avoid scar tissue and rotate the site. They deny leaking or air bubbles in the supplies. They increased the basal rate (using a temp basal) with no change in high bg¿s. Mom has tried a different vial of novalog and confirmed expiration date of 12-2014. Insulin is not discolored or clumpy. Mom has lost confidence in this pump and she was advised by md to have the pump . The md advised mom to bolus from pens and not to use the pump for bolus/ pump is being used for basal delivery only. Basal is set to +50%. Mom is not implicating the mr for reading incorrectly/ she has compared it to other meters and its reading properly. Customer technical support (cts) reviewed with mom that there were no findings to implicate a meter or pump issue causing bg issues. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the hyperglycemia.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed the last basal delivery was recorded on (B)(4) 2013. On (B)(6) 2013 a 1 hour 45 minute delivery interruption occurred due to an unacknowledged ¿162¿ warning. A 2 hour delivery interruption was observed on (B)(6) 2013 due to an unacknowledged ¿162¿ warning. The user¿s programmed basal rates were correctly reflected in the daily insulin delivery totals. During testing, the pump powered on appropriately. The pump was exercised for 24 hours with no alarms occurring. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. During investigation, the pump was opened and no issues were found. The keypad was intact and all buttons responded appropriately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.